Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pediatric patient experienced two severe low blood glucose events while using the ilet system, including one event following a site change and meal announcement to correct prior hyperglycemia and another event later attributed by the caregiver to a false low from an infected cgm sensor site that had pushed the sensor out, after which glucose readings were high once the sensor was replaced. Symptoms included hypoglycemia with prolonged low readings; no emergency medication or medical attention was required. Outcomes included self-treatment at home without third-party assistance using multiple glucose tablets and a large glass of apple juice; no hospitalization occurred. Investigation included clinical review of the event details and user troubleshooting and education. Investigation of this case revealed user management factors consistent with overtreatment attempts following hyperglycemia and a cgm sensing issue due to an infected and displaced sensor site; device alarms or alerts were not reported. It was concluded, based on previously established findings for similar reports, that the cause was user management of insulin and carbohydrate intake combined with a compromised cgm sensor site.